Event description:
It was reported that an fsl3+ sensor paired with the ilet experienced intermittent communication failure shortly after sensor start, prompting troubleshooting that included toggling bluetooth off and on, restarting, and rescanning, after which pairing completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with relevant components implicating the electrical and magnetic system and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.